Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he also had a bad battery alarm. Customer's blood glucose level was 190 mg/dl. Customer had changed the set this morning. Alarm occurred later in the morning. Customer stated that they are able to complete the rewind sequence. Pump is being replaced for the motor error. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.